Event description:
Reportedly, on 2001-8-1, the first pacemaker was implanted, and on (B)(6) 2024, alizea dr (s/n: (B)(6) ) was implanted for the fourth pacemaker replacement. On (B)(6) 2024, the physician could not interrogate the device, whether it's orchestra plus that has been updated to 3.14j or smart touch for 3.14j, telemetry will no longer be possible. The programming head was placed directly above alizea dr, and the interrogation was started with the green lamp lit. After alizea dr is recognized and the patient name is displayed on the programmer screen, a message will appear saying "interrogation has been interrupted. Please end the current session and repeat interrogation. If interrogation fails again, ¿ pop-up message appears. After that, when the interrogation button was pressed, a similar pop-up message appeared and the interview could not be completed. Even if the electric bed the patient was sleeping on was turned off or moved to a non-electric bed, the patient's symptoms did not improve. A sales representative visited and interrogated with the smart touch (3.14j) he had brought with him, but the same thing happened. The patient is admitted to the hcu with sick sinus syndrome with bradycardia tachycardia syndrome. His own pulse was 100 bpm, and he occasionally needed pacing at vvi 50. This event occurred when medical staff tried to change the rate from 50 to 60 based on physician's instructions. When he applied a magnet to alizea's main body and checked the magnet rate, it was 96ppm. It was also confirmed that when the patient's own pulse (100 bpm) became bradycardia, it was operating normally with a vvi of 50 ppm. After returning to work, I interrogated the demo alizea dr using the sales representative's smart touch (3.14j) and was able to successfully perform telemetry. Although this patient had a pulse of his own, physician is urgently seeking answers to prevent similar events from occurring in pacemaker-dependent patients or with the tachy device.

Manufacturer narrative:
The review of provided data from 15 january 2024 confirmed the reported issue and highlighted that the blockage of the interrogation of the subject device on 21 february 2024 is due to a combination of programmed parameters. These parameters were programmed on 15 january 2024, the day of the implantation. The combination of parameters that blocked the interrogation in alizea dual chamber device on 21 february 2024 are the following: o vvi mode (pacing/sensing parameter screen) o remote monitoring = on (remote parameter screen) o alerts = off (remote parameter screen) in alizea dr device, this combination of parameters triggers the reported issue and is due to a software bug that does not recognize the status of the atrial lead impedance alert (dr device) since the programming mode is vvi but remote monitoring is on and the alerts are off. This software bug blocks the interrogation of the device. Programming the device in nominal mode would permit the full interrogation of the subject device, getting out the parameter combination that triggered the issue. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.